Manufacturer narrative:
Device evaluation summary: visual inspection of the returned ventilator revealed no anomalies. The evaluation team commenced testing upon the unit; the unit passed all tests without any errors, and no errors were recorded in the diagnostic logs. The unit ran for 42 hours in ventilation mode, during which the unit generated a ¿vent inop¿, ¿safety valve open¿ alert condition. The air and oxygen (o2) supplies were reading zero and several error codes appeared in the logs. A visual inspection of the direct current (dc) to dc converter printed circuit board (pcb) revealed thermal damage to capacitor c83. There was a 12.7 ohm (short circuit) reading across the capacitor c83. The evaluation isolated the cause of the failure to the damaged capacitor c83. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a "backup ventilation initiated, replace ventilator" error message. It was reported that, the ventilator continued to deliver breaths and the patient chest rise was confirmed. The patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. In the event the device is received for evaluation or additional information is received, a follow-up report will be submitted.